Event description:
Boston scientific received information that during the implant of a left ventricular lead the tip of this guidewire broke off inside the patient. A new guidewire was inserted and the broken tip was unable to be removed. To date, there were no additional adverse effects reported with this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.